Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that there were multiple cracks in the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during evaluation a battery compartment crack was found extending from the finger pad to the case seal. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling at the ok button. During testing, all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the damaged button cover. In addition to the unrelated issues, the display screen was found to be dim and discolored.